Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a scratch under the screen. Customer also reported that the insulin pump experienced an audio/beep anomaly. Customer's blood glucose reading was 311 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no rattle vibration anomaly and no audio beep anomaly noted. The insulin pump was received with no scratches under lcd window. The insulin pump has minor scratches on reservoir tube window.